Event description:
It was reported that the device had an extended charge time, and gone into backup vvi reset mode. As such, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device had por reset while charging for the high voltage therapy. The reset is believed to be the result of a very low battery voltage. Diagnostics showed that the device had equivalent of 333 high voltage charges at full voltage. This high number of charges is sufficient to drain the battery to below end of life and to levels low enough to cause extended charge times and a device reset.